Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh33 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Additional information received from affiliate: please confirm if the product code was cdh33 or cdh33a? - cdh33. What procedure was being performed? - lar. Please explain the following, "the patient did dixon in the afternoon of december 1st.". What does this mean? -the patient did l.a.r. In the afternoon on (B)(6) 2014. How much blood was lost? - only a small amount of blood oozing. Did the patient require a transfusion? If so, how much blood did the patient receive? -no. What was done to control the bleeding? - conservative treatment (specific measures are unknown according to the feedback from the sales rep). How did the surgeon ensure the device was dialed down to 1 mm? - according to the staple height indicator. Were any unexpected noises heard? If so, when? -no. Were any of the forces higher or lower than expected (closing, firing, or opening)? - the closing force is lower than expected. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? -unk. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) - leak test and donut confirmation were taken. Were any unformed or malformed staples observed? -no. Was there any change in the patient¿s post-operative care? If so, please explain. ¿unk. What is the patient¿s current status? - stable.

Event description:
It was reported that during an unknown procedure, the patient did "dixon" on the afternoon of (B)(6). The surgeon adjusted the knob at the staple height of 1.0mm, but could not feel the tightening. The surgeon still used the device to complete the procedure. No other problems found after firing. Blood oozing from patient's anus was found that night. The doctor on duty took measures (specific measures unknown) to stop the bleeding.